Event description:
A health professional reported that a pt is experiencing multiple vasovagal episodes after lap-band implantation. Follow up findings: the pt's first vasovagal episode occurred after the first lap-band fill. Since then the pt has had three additional vasovagal episodes although they were not near the pt's fill appointments or known to be correlated with a specific time or activity. The device remains implanted, and there is no plan at this time to provide additional treatment for the pt. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vasovagal episodes are surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vasovagal episodes as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: cardiospasm, ...chest pain, abnormal healing, ...paresthesia, ...". "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implants."